Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grades IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and a bilateral implant exchange from textured to smooth. Healthcare professional later reported "mass attached to the left side implant." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on anterior side assessed as surgical damage ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ use error: unable to observe as it is not related to the device. As per the investigation procedure, particles, missing shell and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and a bilateral implant exchange from textured to smooth. Healthcare professional later reported "mass attached to the left side implant." The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08aug2024. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and a bilateral implant exchange from textured to smooth. Healthcare professional later reported "mass attached to the left side implant." The device has been explanted and replaced.